Event description:
Same case MDR ID:2134265-2015-04488. (B)(4). It was reported that restenosis occurred. In an unspecified date, two promus element plus stent were implanted in the posterior descending septal perforators segment. In (B)(6) 2015, the patient presented with unstable angina and coronary artery restenosis in the posterior descending septal perforators segment. The lesion was treated with percutaneous coronary intervention. One day post procedure, the patient's status was improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).